Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the sample occluded could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20129e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ extension set is getting clogged. The following was received by the initial reporter: verbatim: 1 nurse state that lipids can get clogged in ref# (B)(4), they usually will get a new filter at the 12-hour mark and it infuses without issue. Occlusions happen early in the day and further into the day, changing the filter typically works.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ extension set is getting clogged. The following was received by the initial reporter: verbatim: 1 nurse state that lipids can get clogged in ref# (B)(4), they usually will get a new filter at the 12-hour mark and it infuses without issue. Occlusions happen early in the day and further into the day, changing the filter typically works.